Event description:
It was reported that a lot of force was used on the guide wire, through the sheath and it kinked. Everything was removed without incident. There was no pt injury. No additional info was available. This medwatch is being filed based upon the results of the analysis and investigation of the returned device which revealed a separation of the coils and core.